Event description:
Pt underwent vns therapy system replacement surgery, during which it was discovered that the lead insulation was compromised. It was reported that there was fluid in the lead and that there was an area near the lead electrodes where the lead wire was completely exposed. The exposed lead wire was intact. It was also noted that the generator had migrated from its original position. Prior to the surgery, the pt had been complaining of a "shock sensation" in the area of the lead electrodes. Device diagnostic testing approx 7 weeks prior to replacement surgery was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The shocking was not related to position or movement and did not coincide with device stimulation cycle. The pt reported no injury or trauma that may have damaged the vns therapy system. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Both the lead (including electrodes) and generator were replaced.

Event description:
Further follow-up revealed that vns pt continues to experience a shocking sensation in the left neck area when they move their head in certain positions. The shocking sensation does not correlate with programmed stimulation cycles. It was also reported that the pt experiences pain during stimulation cycles and that a reduction in programmed parameters has not alleviated this pain. Treating neurologist indicated that he beleives that the pt's pain may be a result of some current leakage along the length of the lead body, although device diagnostic testing was within normal limits, indicating proper device function. It was reported that the pt is not spastic and has not experienced any recent injury or trauma that may have damaged the vns therapy system. Revision surgery is likely.

Event description:
Product analysis summary: the lead assembly was returned for analysis cut in two pieces. The lead was cut in the area of the electrode bifurcation near the electrodes, possibly in the same area where the lead insulation had allegedly been compromised. Visual exam of the portions of the lead assembly that were returned did not reveal any areas of compromised lead insulation. Continuity check using a multimeter was performed, continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. No anomalies were identified via external visual inspection. The pulse generator met electrical test specifications. No anomalies on the device performance were noted. The reported shocking sensation was likely a result of current leakage.